Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025, the user reported feeling unwell after experiencing high blood glucose (bg) levels for several hours overnight, with bg levels reading as "high" (>400 mg/dl). The user had replaced the infusion set prior to calling. The user reported feeling nauseous and was advised following the ketone action plan (kap) and discussed the protocol for disconnecting from the pump if opting for a manual injection, which the user decided to do. On (B)(6) 2025, the user called to report being hospitalized on (B)(6) 2025 due to persistent high bg levels. The user was treated with an insulin drip and reported being out of insulin delivery supplies. The user planned to contact the distributor for supplies upon hospital discharge and declined further troubleshooting.